Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient reported to the clinic on (B)(6) 2019 with complaints of shocking, discomfort, and a burning sensation in the pocket site. The burning sensation originated roughly 1 month ago and the shocking sensation roughly two weeks ago. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. An impedance check was within normal limits. The patient was reprogrammed with optimal coverage. The rate was decreased from 85 hertz to 60 hertz. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.